Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited recurring high out of range lead pacing impedance measurements. A lead fracture was suspected and the physician elected to turn device therapy off. The physician and patient are deciding whether to move forward with a system replacement. No further information is available at this time and no adverse patient effects have been reported.